Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the reported malfunction. Anomalous system lock-up. As a pre-emptive measure, the pcbs in the generator were re-seated and the contacts on the 5volt power supply were cleans to assure proper function. The system was tested, found to be operating as intended, as released to the customer for use. The facility was unable to, or would not provide any patient information with respect to the issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
A ge oec 2600 uroview fluoroscopy system had a reported system lock-up. A reboot restore function.